Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that a motor stall occurred. An active audible alarm was silenced on 2017 (B)(6) at 16:38. There was a stopped pump period may exceed tube set on 2017 (B)(4) at 07:34. An active audible alarm was silenced on 2017 (B)(4) at 14:57. The clinician stated that they weaned the pump down and tried oral anti-spasmodics to see if the pump should even be replaced. The decision was made to replace them pump as oral meds were sub-optimal. The patient gave the date of 2017 (B)(4) as the date they first heard the alarm from the pump. The patient stated they felt itchy, increased spasticity, and irritability. There were no environmental/external/patient factors that may have led or contributed to the issue. Clinicians silenced the alarms and decreased the infusion rate from 150 mcg/day to 96 mcg/day. It was reported that the issue was resolved at the time of the report. The patient was also receiving hydrocodone, cymbalta. Baclofen oral (when needed), valium (when needed), ultram, xanax, tecfidera, prilosec, celexa, neurontin, cipro, ditropan-xl, nitrofurantoin. The patient's medical history included spasticity, scoliosis, self catheterization urinary bladder, neuropathy, multiple sclerosis, depression, anxiety, reflux disease. The patient's status at the time of the report was "alive-no injury." It was reported the pump will be returned to the manufacturer. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient went to the physician¿s office and they turned the alarm off. The patient then stated that his pump ¿restarted¿ and then failed again and his pump started to alarm again. The patient stated his alarm had been on for the past week. The patient¿s physician turned the patient¿s flow rate down from 500mcg to 100mcg and the patient was taking oral baclofen. The patient had a follow up appointment with their physician on monday (B)(6) 2017. No further patient complications were reported. Additional information was received from a consumer (con). It was reported that the pump was dead and the patient went to the facility on thursday to silence the alarm. They were also having problems reading the device. They patient had not made a decision about replacing the pump yet.

Manufacturer narrative:
Analysis found that there was corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml unknown baclofen at a dose of 500 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that a motor stall was seen at initial interrogation. The patient had recently had an MRI. Pump status and/or event log report motor stall occurred on (B)(6). The motor stall was active. The pump off passcode was provided. The symptom of withdrawal was reported. No further complications were expected or anticipated.